Event description:
It was reported that the patient presented to the emergency room (ER) when they heard their device alert. The right ventricular (rv) lead was oversensing, displayed noise, and had one lead impedance data point out of range which triggered a lead integrity alert (lia). The detections were programmed off until the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.